Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not connecting. A technical support specialist (tss) confirmed that a device reboot appeared to resolve the issue, as no synchronization errors were observed afterward. The network speed and duplex settings were verified to be configured at 100 mbps full duplex. It was also noted that the database size was slightly larger than expected and was successfully reduced to 4 gigabytes. No further sync issues were detected, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not connecting. Information technology (it) confirmed that the network ports were functioning properly. It was recommended to verify that the network speed and duplex settings were configured to 100 megabytes per second full duplex and to ensure that any firewall restrictions were disabled. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.